Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had cracked case at display window corner, battery tube threads, broken partial of reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 113 mg/dl. Troubleshooting was performed.customer was not calling back after receiving a new battery cap. Customer stated the screen had crack. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions. Insulin pump will be returning for analysis.